Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One imp, tsv, 3.7, 10, mtx, mg (tsvtb10) was reported. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing / investigation site has not received / evaluated the actual device due to covid protocols and delays in shipment. The product has not been physically inspected as product for this complaint has been lost in transit by the shipper (ups) and a claim has been filed to locate the box. Product has not arrived in palm beach gardens. Tracking: (B)(4). A pre-existing condition noted on the per was bruxism. The patient had unknown bone density and the reported device was implanted on an unknown tooth for 1 year 1 month before the event and was removed 3.5 years after the fracture. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number: (62631155). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (62631155) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or reported device (tsvtb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non verifiable as no objective evidence was provided towards the reported event and product has not been physically inspected for this complaint has been lost in transit by the shipper.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation.. Visual evaluation of the returned device identified a fractured implant with dried blood and bone. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was bruxism. The patient had unknown bone density and the reported device was implanted on an unknown tooth for 1 year 1 month before the event and was removed 3.5 years after the fracture. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' DHR review was completed for the subject lot number (62631155). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62631155) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or reported device (tsvtb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as a fractured implant was identified during physical evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Email address unknown / not provided.

Event description:
It was reported that the implant fractured and was removed. Patient had a result of the event edema and discomfort.